Manufacturer narrative:
Evaluation of complaint data for the architect total b-hcg, list number 7k78-25, lot number 70095ui00, determined that there is normal complaint activity and no trends for the reported issue. Accuracy testing was performed using a retained kit of lot 70095ui00 with panels which mimic patient samples and all specifications were met. Testing of the return patient sample was performed with lot 72016ui00 which generated a nonreactive result which confirms the customer's repeat results. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the instrument logs did not identify any information to indicate a sample integrity issue occurred. However, instrumentation issues may have contributed to the observed issue as aspiration errors occurred during the sample test period. Historical performance in the field of lot 70095ui00 using worldwide data through abbottlink was performed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field. A review of labeling was found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2017-00031 under a different suspect device.

Event description:
The customer reported a false positive architect bhcg result on a patient. The results provided were: (B)(6) on (B)(6) 2017 = 36.48 miu/ml (>/=25.00 miu/ml = positive) / repeated on (B)(6) 2017 = <1.20/ <1.20 (</=5.00 miu/ml = negative). There was no reported impact to patient management. There was no additional patient information provided.